Event description:
Country of complaint: (B)(6). When the customer uses this product, always combined with lipiodol and ethanol. However, when lipiodol mixed with this product, and then put into saline, the customer found that the texture of the product is much smoother than that previous histoacryl.

Manufacturer narrative:
Reporting product not marketed in the u.s.; however similar product is. Manufacturing site eval: a mixture of histoacryl/lipiodol with ethanol is not recommended. Saline is also not a recommended medium. Off-label use.